Event description:
It was reported that during the implant procedure, the rv lead was positioned and first showed high impedances, low r wave amplitude and normal thresholds. The rv lead was re-tested after the atrial lead was inserted and showed unipolar pacing and very low impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; blood noted in overlay tubing, and outer overlay tubing breached cut; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure the rv lead was positioned and first showed high impedances, low r wave amplitude and normal thresholds. The rv lead was re-tested after the atrial lead was inserted and showed unipolar pacing and very low impedance. The lead was remove and replaced. No patient complications have been reported as a result of this event.